Event description:
It was reported that the right atrial (ra) lead was surgically repositioned however, multiple attempts were unsuccessful. This ra lead was then dislodged which was confirmed via fluoroscopy. A new ra lead of a different model was successfully implanted, and old ra lead was retained by the customer. No additional adverse patient effects were reported.